Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. Over the past year, fluctuations from 135 to 155 ohms were observed. Troubleshooting options were provided to the field, the patient is considering their options at this time. The rv lead remains in service and no adverse patient effects were reported.